Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9660651, serial/lot #: unk. Foreign country: (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the electromagnetic interface box would not boot. There was no patient present when this issue was identified.

Manufacturer narrative:
The emitter was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned emitter was connected to a test system but would not power on. They were unable to proceed with further analysis. Reported issue confirmed. If information is provided in the future, a supplemental report will be issued.